Event description:
Customer reported the monitor has vertical lines when making an exposure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a loose video connector. System operates as intended.